Manufacturer narrative:
Method - the case info, including feedback obtained from the event rptr, was used to evaluate the reported event. Results: device contraindicated for iliac use. Perforation is defined in labeling (instruction for use) as a possible procedural complication. The perforation was detected after the use of multiple devices. There was no indication of which specific device caused the injury.

Event description:
The procedure was performed to treat a chronic total occlusion of the right common and external iliac arteries (off-label use). The artery was accessed via a retrograde approach on the right side. The ocelot was advanced through the cto, but was unable to fully cross the entire occlusion. An outback re-entry catheter was used to re-enter the vessel at the aortic bifurcation, and a wire was placed across the lesion. Two covidien everflex stents were deployed in the common and external iliac arteries. After the second stent was deployed at the external iliac, extravasation was apparent on the angiogram. The physician chose to inflate and deploy two add'l atrium icast covered stents over the extravasated portion of the artery. The extravasation was controlled and the pt condition stabilized. No further pt complications were noted.